Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve implanted for 7 years and 1 month underwent a valve-in-valve procedure due to stenosis. The procedure was performed with a 26mm 9750tfx transcatheter valve with good results. Patient post procedure in recovery.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve implanted for 7 years and 1 month underwent a valve-in-valve procedure due to critical mitral stenosis and regurgitation secondary to degeneration. The patient presented with diastolic heart failure with shortness of breath. The procedure was performed with a 26mm 9750tfx transcatheter valve with good results. The patient tolerated the procedure will with no complications and was noted to be in critical but stable condition post procedure. The patient was discharged on pod #22.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Through further investigation, it was determined that a definitive root cause could not be determined.